Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode which revealed noise that was being oversensed related to the respiratory rate trend (rrt) sensor. Pacing lead impedances during the stored episode were noted to be all within range however, the next day after the stored sam episode there were out of range right atrial (ra) lead impedance measurements measuring greater than 3,000 ohms. Technical services (ts) provided troubleshooting options and recommended x-rays. Additionally, the health care professional (hcp) inquired if this system is magnetic resonance imaging (MRI) conditional and ts informed if the lead is compromised it does not meet MRI conditions. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode which revealed noise that was being oversensed related to the respiratory rate trend (rrt) sensor. Pacing lead impedances during the stored episode were noted to be all within range however, the next day after the stored sam episode there were out of range right atrial (ra) lead impedance measurements measuring greater than 3,000 ohms. Technical services (ts) provided troubleshooting options and recommended x-rays. Additionally, the health care professional (hcp) inquired if this system is magnetic resonance imaging (MRI) conditional and ts informed if the lead is compromised it does not meet MRI conditions. At this time, the system remains in service. No adverse patient effects were reported.